Event description:
Allegedly, when the insert was removed during the tka revision operation, there were clear signs of lipid absorption and participation in the removed insert, causing delamination and pitting. Physician's findings: since this is an early phenomenon within 2 years after surgery, there are concerns about product problems and long-term clinical results. Additional information received on 01/22/2021: allegedly, the patient was revised due to loosening of both the femur and tibial components as well as infection. Additional information received on 01/24/2021: primary operation date is (B)(6) 2018. Additional information received on 01/27/2021: product ID's and lot numbers for tibial and femur revised components were obtained. Additional information received on 04/29/2021: revision facility and surgeon confirmation. (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, when the insert was removed during the tka revision operation, there were clear signs of lipid absorption and participation in the removed insert, causing delamination and pitting. Physician's findings: since this is an early phenomenon within 2 years after surgery, there are concerns about product problems and long-term clinical results. Additional information received on 01/22/2021: allegedly, the patient was revised due to loosening of both the femur and tibial components as well as infection. Additional information received on 01/24/2021: primary operation date is (B)(6) 2018. Additional information received on 01/27/2021: product ID's and lot numbers for tibial and femur revised components were obtained. (B)(4).